Manufacturer narrative:
The lead was returned due to dislodgement. As received, a complete lead was returned in one piece with the helix retracted and clogged blood/tissue. After cleaning and applying the torque directly to the connector pin, the helix could be extended and retracted. The full helix extension length was measured to be within specification. Visual and x-ray examination of the lead did not find any anomalies with exception of damage consistent with that occurring at the time of the procedure.

Event description:
It was reported that a patient presented to clinic for follow up. An x-ray was performed and revealed atrial lead dislodged. The physician elected to explant and replace the atrial lead. The patient condition was stable.